Manufacturer narrative:
Follow-up #1: date of submission 10/23/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/28/2017 with the following findings: a review of the pump¿s black box showed a loss of prime warning (cs162) with low non zero and zero force. During investigation, the pump powered on with a blank display. Further testing was not able to carried out due to the unrelated blank display issue. Also unrelated to complaint, investigation revealed moisture behind display lens. A leak test was performed and a leak was found in a crack at the top right corner between display lens and pump seal. The pump was opened and moisture was observed on the force sensor pins and throughout pump casing. The battery compartment is cracked from case seal traveling to grip pad. A leak was not found at this location. The loss of prime issue was shown in the pump history but was not able to be adequately investigated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.